Event description:
A customer reported a malfunction with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support arranged to replace the pump and provided instructions about using and returning the faulty pump. The customer did not have backup insulin therapy available but stated they would reach out to their healthcare provider (hcp).